Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00263 (submitted to the FDA via catsweb). This additional regulatory report decision (arrd) has been created to submit additional information related to completion of the complaint investigation. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device-6 months. Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), and no further issues related to the patient¿s driveline infection have been reported. The heartmate 3 IFU lists local, pump pocket, and driveline infections as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU as well as in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with a scant amount of drainage from the driveline on (B)(6) 2017, but driveline was pulled taut and secured. The patient was advised to loosen the slack in the line before anchoring and to change the dressing daily to see if that helped. On (B)(6) 2017, the patient returned for a driveline check and was observed to have a moderate amount of thick, tan drainage. Cultures were taken and the patient was started on keflex. On (B)(6) 2017, the culture came back positive for (B)(6) and the patient¿s antibiotic was changed to doxycycline (2 week course). By (B)(6) 2017, the driveline had significantly improved. As of (B)(6) 2018, the patient continued to have a small amount of yellow drainage, but was not taking any antibiotics. No additional information was provided. It was reported that the patient was seen in clinic for a six month follow-up visit on (B)(6) 2017. The driveline was anchored using foley anchor but it was pulled very taut and there was scant amount of brown/red drainage. The patient was shown how to make less taut and was told to increase dressing changes twice a day. The patient was scheduled to return on (B)(6) 2017 for a second examination. At repeat visit, there was a moderate amount of thick tan drainage that was cultured on (B)(6) 2018; this grew gram pos cocci. Therefore, keflex 500 mg four times a day for 14 days was ordered.on (B)(6) 2017, culture was completed and showed (B)(6). The patient¿s antibiotic was changed to cosycycline 100 mg twice a day for 14 days and change dressing daily. The patient was seen in surgery clinic on (B)(6) 2017 and white blood cells count (wbcs) were 4.7. The site was no longer draining and antibiotic had been completed. The patient was told to continue daily dressing changes. The patient continued to do well without recurrence or additional antibiotic until january. During a return clinic visit, it was observed that the driveline again pulled taut with small amount of yellow drainage. Again, dressings were changed to twice a day. The patient returned to the clinic for a check on (B)(6) 2018. There was a moderate amount of thickening serous and drainage with some bloody streaks, probably from a granuloma at the exit site. Per surgery consult, the patient was again given doxycycline 100 mg twice a day for 14 days. Cultures were not taken but it is likely (B)(6) infection since the patient has not had any surgery to remove the infection. On (B)(6) 2018, dressing was changed twice a day using baby soap and peroxide instead of hibaclens from and dressing kit. On (B)(6) 2018, there was just a small amount of drainage. The patient is to continue twice a day dressing changes, but no antibiotic at this time. Wbcs and temperature were within normal limits, but site was still with slight drainage.

Event description:
The site communicated that as of (B)(6) 2019 the patient is still being treated for drainage and infection. No additional information was reported.